Manufacturer narrative:
During preventative maintenance, the thermogard xp ivtm system (B)(6) failed functional testing due to a tcmid:08 (coolant temp low) error message. Also, system calibration failed due to a t1 reading falling below the setpoint temperature by more than 3 degrees. The root cause of the tcmid:08 was most likely related to poor electrical connections on the 48v line to the pic16 circuit board. Further investigation revealed a burned pin on the cable connection between the heating element and the pic 16 board, likely due to electrical arcing / shorting inside the connectors. The calibration failure was also directly related to the poor cable connection, giving inaccurate temperature control data to the console. The assembly wire harness pic 16 was replaced to resolve the issue. Following the replacement of the assembly wire harness, the console successfully completed calibration and passed subsequent functional testing without error or discrepancy. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).

Event description:
During preventative maintenance, the thermogard xp ivtm system (B)(6) failed functional testing due to a tcmid:08 (coolant temp low) error message. Also, calibration failed due to t1 being below the setpoint temperature by more than 3 degrees. No patient involvement.

Manufacturer narrative:
Sections h6 (component code) and h11 (additional manufacturer narrative) were corrected. The pic-16 circuit board was replaced to resolve the issue. Following the replacement of the pic-16 circuit board, the console successfully completed calibration and passed subsequent functional testing without error or discrepancy.